Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s reported problem was confirmed, the ceramic insulation at the distal tip of the sheath is loose. The inspection also noted the following non-reportable defects: the sealing ring was damaged and missing, the rigid outer tube is dented, and the serial number is worn off and not legible. Since the lot number could not be confirmed, the review of the device history records could not be performed. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer reported to olympus the loaner resection sheath¿s ceramic insulation at the distal tip was found broken. No patient or procedure was involved and no death or injury and no impact to patient or other has been reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the ceramic tip was loose occurred due to wear and tear and/or improper handling by the customer. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿4 before use: warning. Infection control risk. Properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing: inspecting the product. Visually inspect the product. Make sure that it has: -- no corrosion. -- no dents. -- no scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury impact, fall, sho.ck or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿